Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a wound burn during a laser assisted cataract procedure. The patient was noted to have a dense cataract causing the surgeon inability to see during phacoemulsification. The surgeon converted the procedure to extra capsular cataract extraction and performed an anterior vitrectomy. Additional information requested.

Manufacturer narrative:
There is no evidence contained within the reported information that indicates that the design or performance of the system contributed to the event reported. The system was tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient is aphakic and vision is poor due to being aphakic. The patient's intraocular pressure is good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A wound burn was not confirmed. The surgeon was concerned about the potential for a wound burn during the cataract procedure.

Manufacturer narrative:
Upon further review, this case was erroneously assessed as a reportable event against the femtosecond laser. Additionally, there was no cause or contribution of the phaco fragmentation device involved in the event. Inferring from the event details, the presented concerns [¿potential wound burn & inability to see the bag during phaco¿, ¿converted to ecce (extracapsular extraction) and anterior vitrectomy¿] are associated with the complexity and management of surgery, which was due to patient anatomy (¿very dense cataract¿). Patient¿s post-operative poor vision was informed to be due to aphakia. The manufacturer internal reference number is: (B)(4).